Manufacturer narrative:
Investigation summary: based on the information available and the results obtained through product analysis the pinhole leak identified in the cuff shell would be the most probable cause for the reported allegations. Product analysis confirmed allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual inspection, and microscopically examination of the balloon identified wear on the shell; however, no leaks were identified. No product malfunction was identified with the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks; however, no damage or abnormality was noted. No product malfunction was identified with the pump component. Visual inspection of the cuff identified a pinhole leak in the cuff shell consistent with wear at a corner or a fold. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported deflation issues. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced deflation issues with an artificial urinary sphincter (aus). A computerized tomography (CT) scan was performed in which possible balloon erosion was identified. A replacement surgery was performed in which cuff erosion was found in the urethra. The new cuff was placed more proximally.

Event description:
It was reported that the patient experienced deflation issues with an artificial urinary sphincter (aus). A computerized tomography (CT) scan was performed in which possible balloon erosion was identified. A replacement surgery was performed in which fluid loss was identified in the balloon component. No additional information was reported.